Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The heartware ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. According to the instructions for use (IFU), death, bleeding, sepsis, respiratory and renal dysfunction are known potential complications associated with the use of this device and the progression of cardiac disease. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Respiratory dysfunction is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received that a patient had undergone a recent hvad implant in conjunction with an aortic valve replacement (previously had a mechanical valve) on (B)(6) 2016. During surgery, the patient's pulmonary artery dissected. Details of this event were not available. Post-operatively the patient was transferred to the intensive care unit (ICU) with his chest open. He had significant bleeding requiring multiple blood and product transfusions. The patient's condition stabilized over the next few days and he returned to the operating room (or) for chest closure on (B)(6) 2016. The next day on (B)(6) 2016, the patient was noted to have sustained an acute kidney injury requiring central veno-venous hemodialysis (cvvhd). A head computerized tomorgraphy (CT) scan on (B)(6) 2016 revealed no acute disease or abnormalities. After his latest surgery, the patient is reported to have had prolonged mechanical ventilation requirements and a subsequent tracheostomy was performed on (B)(6) 2016. Post-operatively the patient developed sepsis and high inotropic support requirements. He was noted to be febrile and to have leukocytosis. Blood, driveline access site and all access site cultures were negative. The patient was started on intravenous antibiotics and antifungals. On (B)(6) 2016, the patient developed hypotension, melena and hematemesis requiring emergent transesophageal echocardiogram (tee) which revealed a partial esophageal tear. This was treated with proton pump inhibitors. Two days later on (B)(6) 2016, the patient returned to the or for the insertion of an endovac. The patient's neurological status remained unclear and treatment was withdrawn on (B)(6) 2016. The cause of the patient's death was reported to be sepsis and multi-organ failure. Currently the patient is reported to be a potential coroner's case and it is unclear whether the pump will be removed and returned to the manufacturer.

Manufacturer narrative:
Additional information received indicates that the patient never fully awakened after his surgery. He was reported to be moving but with minimal response. An autopsy was performed post-mortem but its' results were not provided. The site further reported that the pump will not be returned to the manufacturer for evaluation. The patient's physician reported that the event was multifactorial in nature and was related to the operative complications and was not related to the hvad. The pump was not returned to the manufacturer for evaluation. This complaint is associated with a clinical adverse event without a device malfunction. Therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. A review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the event include the intra-operative pulmonary artery tear and subsequent complications. There are possible patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.